Manufacturer narrative:
The investigation found the last calibration was performed on 12-aug-2021 and was acceptable. The level 1 and level 3 qc were acceptable on the date of the event. The alarm trace contained an abnormal aspiration alarm on the date of the event. The field service engineer found a rinse nozzle clogged with wipe material from customer maintenance and removed it, replaced the vacuum tubing as there was a pinhole causing the rinse nozzle to drip, adjusted the cell blank water level to manufacturers recommended levels, and verified probe adjustments. The customer ran qc which was acceptable. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable gluc3 glucose hk gen.3 result for one patient sample with the cobas 8000 cobas c 502 module. The initial result was 21 mg/dl. This result was reported outside of the laboratory and questioned by the nurse as it did not match the point of care (poc) instrument result. The poc instrument result was 119 mg/dl. The repeated result tested on the other c502 was 124 mg/dl. This result was deemed correct and a corrected report was sent. The reagent lot number was 55527101 with an expiration date of 31-aug-2022.